Manufacturer narrative:
Date sent to the FDA: 03/13/2020. A manufacturing record evaluation was performed for the finished device al0576 number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. During the procedure, the suture is decapitated. There were no adverse patient consequences reported. Additional information has been requested.